Event description:
Reference number (B)(4). Event occured in kuwait. On (B)(6) 2024 , it was reported that the patient encountered defect in infusion sets's packaging. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6).